Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call no delivery alarm, weak battery alarm, failed battery test and high blood glucose. Customer's blood glucose level was in the 400 mg/dl range. Customer experienced ketones and treated their high blood glucose with a manual injection. Customer advised they have changed 4 different insulin pump and the issues have not been resolved. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Troubleshooting for weak battery was performed. Customer was advised the alarm occurred due to battery being out of the insulin pump for a long period of time. Troubleshooting for failed battery test was performed. Customer was advised a replacement battery cap would be sent out.